Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/1/2018. Citation: asian cardiovasc thorac ann 2010;18:435¿42; doi: 10.1177/0218492310380499.

Event description:
Literature article: a proposal for management after lung resection, using a flexible silastic drain. The study aimed to present the use of flexible silastic drain for air leaks after pulmonary resection. Three hundred thirty one patients (n=227 male, 104 female; median age of 58±1.2 years) with primary lung cancer (n=144), metastatic lung cancer (n=45), inflammatory lung disease (n=38), pneumothorax (n=99) and giant bullae (n=5) underwent elective lung resection (n=145 lobectomy, n=177 wedge resection, n=9 segmentectomy) between apr2006 and dec2008. A single 19f blake drain was placed anterior-to-posterior through the apex in an inverted u-shape. At the end of the operation, 19f silicon drain was inserted into the pleural cavity through one port, with other end positioned under a pressure of -7cmh2o and to maintain low pressure of the drainage, the drain was connected to a portable chest drainage apparatus and a disposable aspirator. The small flexible silastic drain was ineffective in 4 of the patients (n=3 failure of air drainage, n=1 failure of blood drainage).three of the patients who undergone lobectomy with systemic hilar node dissection for primary lung cancer required repeat drain insertion and pleurodesis. One patient who undergone segmentectomy had infectious effusion (pyothorax) and recovered with irrigation of the pleural cavity. The authors stated that surgeons should be aware that small silastic drains have potential to malfunction, and patient¿s vital signs should be checked regularly.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.